Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed, and c-34 errors were documented and confirmed, with multiple errors logged on 12/16 and 12/17/2025. Other error patterns were also noted, including c-06, m-18, m-11, c-38, and c-30. The unit presented c-34 and c-00 errors during startup. However, the root cause could not be determined on site. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the clinical sales representative (csr) reported that the monopolar cut function was not working, while coagulation was normal. The erbe integrated electrosurgical unit (iesu) showed error code c-34, and they had already power cycled the unit before calling. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised replacing the erbe and recommended having a forcetriad as a backup. As a temporary solution, the csr planned to had the surgeon switch the monopolar settings to classic mode. The customer was able to proceed with the procedure as planned, and no patient injury was reported. However, it is unknown whether the procedure was completed using the original configuration.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the additional information: the representative turned the coag settings to classic mode and down to 2 (from 3). The nurse in the room connected the blue erbe pig-tail connection from the back of the robot tower to a forcetriad esu and put the settings on 30/30. Bipolar functioned properly but monopolar would not work without either change made by the representative of the nurse. The case was finished with the same robotic erbe generator. The erbe was exchanged by a field engineer the next day. Patient information was provided.

Event description:
Refer to h11 for follow-up information.